Manufacturer narrative:
The reported event was addressed with phone support. The customer rotated the endoscope and the reported problem was resolved. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a vinci-assisted surgical inguinal hernia bilateral procedure, the 30 degree endoscope image was inverted. Prior to contacting intuitive surgical, inc. (Isi) technical support engineer (tse), the customer had power cycled the system and move to a second endoscope, but the issue persisted. The technical support engineer (tse) found no related errors in the logs. While assessing the situation, the customer stated they fixed it and continued with procedure. The customer stated they rotated the endoscope to resolve the issue. The procedure was completed as planned with no reported injury.